Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow block alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The customer reported that the no issue was resolved by changing reservoir after being assisted with troubleshooting. The reservoir will not be returned for analysis.